Event description:
It was reported that during a pulsed field ablation (pfa) procedure to treat persistent atrial fibrillation (af), a faradrive steerable sheath clear was selected for use. During the post map, with the mapping catheter inserted, it was found that the sheath valve was leaking. The procedure was already completed when the issue occurred. The leak was a slow steady drip. A pressure bag was used for irrigation. There were no issues during preparation or use of the sheath. There was no damage to the luer. No patient complications occurred. The device is not expected to return as it was retained by the customer.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.